Manufacturer narrative:
Analysis of programming history.

Event description:
Review of programming history revealed that device settings were at faulted diagnostic settings on the patient's first visit following initial implant surgery. A manufacturer recommendation in the device labeling is to not program the device on for approximately two weeks after implantation; however, it is unknown if the surgeon intended for the device to be programmed off per labeling recommendation. It cannot be determined if the surgeon interrogated the generator prior to the completion of surgery.